Manufacturer narrative:
A follow-up will be sent if new information is retrieved.

Event description:
The patient underwent surgery with the following postoperative instructions: back slab for 2 weeks, full plaster cast for 4 weeks, splint for 6 weeks with wrist range of motion exercises and physiotherapy exercises to improve hand grip and wrist turning movement. The surgeon states that the patient followed the instructions and that the patient came to the hospital with no trauma and with severe pain in a routine followup. X-ray images provided show that the screws holding the plate in place appear to have broken / snapped.